Manufacturer narrative:
PMA/510(k) # k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Device issue ( biliary stent) no drainage. Treatment: dilatation of mesh of prothesis resolved (patient recovered/stabilized).

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 15-dec-2022.

Manufacturer narrative:
PMA/510(k) #k182980. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. This complaint was created from the attached journal article ref. Att. ¿zib pmcf updated pmcf (B)(4).¿. Lab evaluation ¿ n/a. Document review: prior to distribution all zib devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. It should be noted that the instructions for use is ifu0040. There is no evidence to suggest the user did not follow the IFU. There is no evidence to suggest that the customer did not follow the label. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined. A possible root cause could be attributed to pre-existing conditions. From the article it is known that 133 of the 134 patients had cancer at baseline. As per medical advisor input ¿if the event did not occur due to a device deficiency, it would likely be due to tumour ingrowth/pre-existing condition¿. Summary: the complaint is confirmed based on customer testimony. The complaint was raised from the attached post-market clinical study ¿zilver 635 biliary self-expanding metal stent & stent sets¿. According to the initial reporter, 01 patient required an additional procedure due to no drainage of the biliary stent, the patient recovered/stabilized. Complaints of this nature will continue to be monitored for potential emerging trends.